Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer states they get a low within an hour of doing a set change. The customer had a low of 55 mg/dl on the morning of the call after doing a set change. The insulin pump will not be returned for analysis.